Event description:
It was reported when using the bd discardit¿ ii 10 ml syringe, the device experienced leakage past the plunger. The following information was provided by the initial reporter. The customer stated: when preparing to inject a medication, the nurse realizes that the saline is leaking out of the plunger.

Manufacturer narrative:
Initial reporter email: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 08-mar-2022. H.6. Investigation: a device history record review was completed for provided material number 309110 and lot number 2111262. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defects and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, leakage could be observed. It has been determined that the leakage most likely resulted from damage to the plunger lip component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine.

Event description:
It was reported when using the bd discardit¿ ii 10 ml syringe, the device experienced leakage past the plunger. The following information was provided by the initial reporter. The customer stated: when preparing to inject a medication, the nurse realizes that the saline is leaking out of the plunger.